Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034959) on 15-apr-2014. The most recent information was received on 21-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain"), 3 days after insertion of essure. On an unknown date, the patient experienced pain (seriousness criterion disability), discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), ba ck pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). At the time of the report, the pain, pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, rash, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, heavy menstrual bleeding, pain, pelvic pain and rash to be related to essure. The reporter commented: right: three coils visible, left: three to four coils visible quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034959) on 15-apr-2014. The most recent information was received on 04-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain"), 3 days after insertion of essure. On an unknown date, the patient experienced pain (seriousness criterion disability), discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). At the time of the report, the pain, pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, rash, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, heavy menstrual bleeding, pain, pelvic pain and rash to be related to essure. The reporter commented: right: three coils visible, left: three to four coils visible. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (b)46), ¿processing essure cases in (B)(4).¿ medical assessment the medical event reported is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2021: mr received. Reporter information added. Rcc updated. Case category updated to serious incident based on previously reported seriousness criteria disability marked for event pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.